Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual/microscopic inspection and functional/performance evaluation: no sample was returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: how supplied: - the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage. - press the ¿sample¿ button to calibrate the biopsy device for handheld use or press the foot pedal ¿sample¿ switch to calibrate for stereotactic table use. Exercising caution, remove the tip protector from the sharp stainless steel trocar.

Event description:
It was reported that during a stereotactic breast biopsy, after the first sample acquisition, the machine allegedly gave a vacuum error. It was further reported that the needle was removed from the patient and the sample tray was removed from the probe and a piece of foreign material was allegedly seen inside the tray. It was said that while using a second probe, after the first sample acquisition, a vacuum error was allegedly received and when the sample tray was removed from the probe, another piece of foreign material was allegedly seen inside the tray. It was further reported that a third probe was tried and the exact same thing happened. Reportedly, a different gauge probe was used to complete the procedure. It was also reported that the foreign material was allegedly seen within the needle protectors. There was no reported patient injury.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number has been provided and the investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy procedure, foreign material was seen within the sample tray and needle protector. During the procedure, after the first sample acquisition, the system gave a vacuum error. The needle was removed from the patient and a piece of foreign material was seen within the sample tray and needle protector. This was seen on three different probes. The physician switched to a different gauge probe to complete the procedure. There was no patient injury reported.